Event description:
A malfunction was reported with the pump displaying malfunction code malf 9. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, which did not recur after being reset. Technical support advised the customer to continue using the pump and to call back if the malfunction appeared again, which the customer understood and acknowledged.